Manufacturer narrative:
Review of the analyzer data showed that the reagent pack did not change between the initial and repeat results as initially reported by the customer. Evaluation of the reagent, calibration, and qc data did not show any reagent specific issues. An issue due to contamination of the measuring cell was not indicated as no other assays were affected. Review of the provided analyzer alarm data showed a few alarms indicating a clotted sample or an inadequate sample volume. However, no alarms were noted at the specific time of the event. Bubbles on sample surface could affect the results as tsh is the first assay pipetted out of the sample. Based on all of the data provided, a specific root cause cannot be determined. The most likely root cause was foam/bubbles on the sample surface. Upon follow up, the customer confirmed the issue did not reoccur.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay results for 13 patient samples from cobas e 801 module serial number (B)(4). The samples were repeated and the results were higher. All results are in miu/l. Patient 1: initial 0.017, repeat 2.05. Patient 2: initial 0.017, repeat 2.86. Patient 3: initial 0.014, repeat 2.98. Patient 4: initial 0.014, repeat 2.38 . Patient 5: initial 0.014, repeat 0.904. Patient 6: initial 0.013, repeat 2.51. Patient 7: initial 0.016, repeat 1.65. Patient 8: initial 0.014, repeat 1.66. Patient 9: initial 0.014, repeat 4.33. Patient 10: initial 0.014, repeat 7.25. Patient 11: initial 0.012, repeat 1.65. Patient 12: initial 0.014, repeat 1.36. Patient 13: initial 0.017, repeat 1.09. The erroneous results were not reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The affected samples were measured with the last reagent in the pack before the system changed to a new pack. No other assays were affected.